Event description:
It was reported that during the reprocessing of a thoracic grasper instrument, damage to shaft was noticed. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the main tube insulation was scratched and some of the insulation had been removed. The scratch measured approximately .049 in length. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; insulation removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.